Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: manager, perioperative supply chain. Device manufacture date: unknown due to unknown lot number. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. One tr band was returned for evaluation. The sample was subject to visual analysis and no air was found in left in the balloons. No damage or deformities are noted on the balloon assembly or inflation balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloons and the band was submerged in a water bath for approximately 30 seconds to check for air bubbles. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, two pieces of foreign matter were found in the check valve. The one matter appears to be a clear plastic. No damage was found in the check valve. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The ops quality engineer (qe) was contacted, and non-conformances (nc)was initiated for this issue. Non-conformances (nc)will contain root cause analysis and corrective actions. Review of DHR cannot be completed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the tr band slowly lost air pressure while it was on patient post procedure. The air pressure of the tr band was slow, the pressure sustained was at least long enough for the patient to achieve radial hemostasis. Patient was in stable condition. Procedure outcome was successfully. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required.